Event description:
Foley catheter found in bed 12/5/95 cut with tip missing. Edges clean. Unable to determine if pt cut tubing or if it somehow broke apart. 12/6/95 pt passed tip of catheter during bowel movement. Witnessed rn. (*)